Event description:
Complainant alleged that while the clinicians were monitoring a 60 yr old female pt with an irregular heart rate, the device screen went blank. The clinicians continued to monitor the pt with the device and the complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.